Event description:
2000, pt underwent vesica pubovaginal sling with tutoplast. Postoperatively pt developed severe pain and tenderness limiting daily activity and preventing intercourse. Radiology studies show bone anchor to be below the symphysis pubis on the left side in corpora cavernosa of the clitoris. Four months later, pt underwent excision of this bone anchor with needle localization and fluro guidance. Pain resolved-now pt has numbness left side of clitoris and surrounding vulva.